Manufacturer narrative:
As stated by the instructions for use, error 1 is signaled by the pump in case of incorrect reset. No malfunction was found by service, which proceeded with the regular maintenance service and, as a precaution, performed a replacement of pcb. No patient involvement.

Event description:
The customer reported the pump displays err 1 several times during infusion